Event description:
In 2002, a customer reported an injury that was caused by the main pipettor probe housing. Upon further investigation, it was discovered that the system was in the user interface and an employee had a probe wash in process, which they thought was completed. They were cleaning around wash station and the pipettor suddenly moved and pinched their finger, causing it to bleed. The following day, beckman coulter was able to speak with the injured employee. According to the employee, employee was attempting to clean around the wash station while employee was in the systems software running a clean wash probes procedure. The customer had bypassed the safety interlock switch. This event requried the injured employee to seek first aid treatment and a tetanus shot.